Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against it; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was re-admitted to hospital from a rehabilitation facility for possible sternal wound infection. The site reported that the patient's wound was erythematous but that the patient was afebrile. Cultures of the sternal wound proved to be negative. A computerized tomography (CT) scan was negative for any abscess or fluid collection. The infectious disease team was consulted and they diagnosed the patient with cellulitis. The patient was treated with a seven-day course of clindamycin with plans to follow that with indefinite cefalexin. As of the date of this report, the patient remains hospitalized with plans to discharge him/her back to the rehabilitation facility soon. No further information has been provided.